Event description:
Additional information was received that clarified this left ventricular (lv) lead was actively implanted on (B)(6) 2018 and was not an attempted implant on (B)(6) 2018. The lv lead measurement issues were resolved, and it remains in service. No adverse patient effects were reported. No further information is available at this time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. Lv lead measurements were unable to be performed. It was discussed, since there was no issue with the rv lead when the pacing system analyzer (psa) cable was connected, it was suspected there was a problem with the lv lead connector or interior. No adverse patient effects were reported.